Event description:
It was reported on (B)(6) 2010, that the pt experienced nausea, pain, and a "warmth over the body" following a pump refill session on (B)(6) 2010. It was stated that the expected residual pump reservoir volume was 0.7 ml, and the actual residual volume was 0.5 ml. A dosage increase of 5% was performed at the refill. The following day, the pt felt numbness in the legs. The pt also expressed concern about the catheter "coming out of place" due to sitting in a chair with the edge of a pillow rubbing on the catheter site. The pt's healthcare provider (hcp) did not believe that the catheter had moved. It was later reported that following an MRI, the pt's device displayed a "8476" error message. The pt experienced pain. The pt had no plans to meet with the physician. The pt's pump contained fentanyl. There was no info provided regarding the concentration or dosage of the medication used in the pt's pump. No further details, pt symptoms or outcome were provided. Additional info was requested, but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).